Event description:
The customer observed both falsely elevated and falsely low vitros tropl es results on fifteen pt samples during the timeframe of (B)(6), 2009 on a vitros eciq system. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The original results were reported and corrected reports were issued. Ten pts were treated based on the original results, however, there was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
Ocd field service investigated and made necessary repairs to the signal reagent and incubator subsystems, returning the vitros eciq to intended operation. The root cause of the falsely high and low vitros tropl es results is instrument related.